Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported when the central control monitor powered up, "x's" and question marks appeared over various modules of the heart lung console. The user powered off the system and powered it back to resolve the issue. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.